Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on unknown date due to low blood glucose level. The low blood glucose level of customer was 60 mg/dl. The current blood glucose level of customer was 105 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was unknown that the auto mode feature was active at the time of incident. It was known that customer had not experienced symptom related with low blood glucose level. Customer was treated with food and glucose tablet. Customer stated that insulin pump had insulin flow block alarm and not resolved by complete set change. The insulin pump had passed self test but failed displacement verification test. Customer alleged that the insulin pump was over delivering insulin. It was found that during testing the insulin would continue to flow out during priming or not used. The insulin pump will be returned for analysis.